Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that the bolus button sticks. She stated that sometimes the insulin squirted out during priming. She had to restart the rewind sequence multiple times to complete. There was a loud noise during rewind and unexplained no delivery alerts. She stated that the battery cap was worn. Troubleshooting was not performed. The device was not returned for analysis.